Event description:
Anatomy of the pt's aorta was characterized by a 10 millimeter neck that was slightly conical in shape. After deployment of the zenith modular graft a proximal type I endoleak was seen upon the completion angiogram. The proximal seal zone was re-ballooned a total of five times. Due to the proximal positioning of the main body graft to the renal arteries further intervention utilizing an endovascular graft was not feasible. No additional measures were taken to resolve the endoleak at that time. The status of the endoleak will be monitored with the patient's follow-up examination, although there was the opinion prior to the conclusion of the procedure that the endoleak might resolve itself after the pt's act level returned to normal.